Event description:
It was reported while using bd lsrfortessa¿ so biohazard leaked outside of instrument. There was no user impact. It was reported that the sip is dripping back fluid. Leak was before waste line, thus not mixed with bleach or a decontaminate. 1) was the leak liquid or air? Liquid 2) was the leak contained within the instrument? Not contained 3) was there spray of liquid under pressure? No 4) what was the fluid that leaked? Biohazard 5) did biohazard leak before or after waste line? Before waste line 6) was the waste mixed with decontamination/bleach? 7) was the customer/bd personnel physically in contact with the fluid? No was there a fluidic leak or spill? Yes 1.was there spray of fluid under pressure? No 2. Was the leak/spill contained within the instrument? No 3. Was the leak/spill in a customer accessible location? Yes, customer doned required ppe while cleaning spill 4. What was the fluid that leaked/spilled? Sheath / waste 5. What is the source of leak/spill? (Waste or non-waste line) non 6. Was the customer exposed to blood or bodily fluids? No 7. Was there any physical harm to the customer as a result of the leak no are you using this product for clinical diagnostic test? No were erroneous results reported and used to treat a patient? No was there any injury or potential injury? No.

Manufacturer narrative:
After further review MFR# 2916837-2021-00048 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd lsrfortessa¿ so biohazard leaked outside of instrument. There was no user impact. It was reported that the sip is dripping back fluid. Leak was before waste line, thus not mixed with bleach or a decontaminate. Was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of liquid under pressure? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? Before waste line. Was the waste mixed with decontamination/bleach? Was the customer/bd personnel physically in contact with the fluid? No. Was there a fluidic leak or spill? Yes. Was there spray of fluid under pressure? No. Was the leak/spill contained within the instrument? No. Was the leak/spill in a customer accessible location? Yes, customer doned required ppe while cleaning spill. What was the fluid that leaked/spilled? Sheath / waste. What is the source of leak/spill? (Waste or non-waste line) non. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No. Are you using this product for clinical diagnostic test? No. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No.